Event description:
A patient was scheduled for endovascular repair of an abdominal aortic aneurysm in 2001. Five days before, the patient was in the hospital cafeteria when the patient's aneurysm ruptured. The patient was taken to the emergency room where it was thought the patient was having a myocardial infarction. The physician ruled out a myocardial infarction and diagnosed a ruptured abdominal aortic aneurysm. Due to the patient's advanced age, the family requested the patient undergo endovascular repair rather than conventional surgery. The patient was stabilized in the emergency room and taken to the operating room. The patient was very hypotensive so the physician inserted a proximal occlusion balloon in the aorta to obtain hemodynamic stability. A smaller bifurcated stent graft was inserted and it was hoped that the device would work with the use of extender cuffs. After the physician implanted the device he said that it was a hopeless situation and the patient did not survive. The physician said that since the family refused conventional surgery, the physician thought physician would attempt to save the patient's life; however, was it unsuccessful. Despite several attempts to obtain information from the user facility, no additional information is available.